Event description:
Patient allegedly received an implant on (B)(6) 2017 via right common femoral vein due to post deep vein thromboses (dvt) and pulmonary embolism (pe). Patient is alleging tilt, vena cava (vc) perforation, organ perforation, failed removal. The patient further alleges problems with blood pressure, inferior vena cava (ivc) [filter] embedded into ivc, chest pains, lower back pain due to removal attempt, limited cardio due to increase heart attack risk, dvt, pe. Attempted percutaneous device retrieval on (B)(6) 2019 due to patient request. (B)(6) 2019, per a report from computed tomography (CT); ¿history: evaluate ivc filter. Unspecified injury of the inferior vena cava/subsequent encounter. Abdomen: a nonpermanent inferior vena cava filter is in place. The apex of this filter is located approximately 13 mm inferior to the level of the left renal vein origin. The ivc filter appears well expanded. Note is made of ventral tilting of the inferior vena cava, relative to the long axis of the inferior vena cava. The apex of the inferior vena cava filter does contact the ventral wall of the inferior vena cava. No definitive extension of the apex beyond the wall of the inferior vena cava is identified however. No significant lateral tilting of the ivc filter is appreciated, however assessment of the ivc is somewhat difficult due to a possibility of adjacent abdominal fat allowing for the above, the anterior, posterior and bilateral lateral struts of the ivc filter do appear to protrude minimally beyond the walls of the ivc. The anterior and bilateral lateral struts appear to extend beyond the margins of the ivc wall by 2-3 mm. The posterior strut extends beyond the margins of the ivc wall by 1-2 mm. The left lateral strut is in very close proximity to the right lateral aspect of the adjacent abdominal aorta and may contact the abdominal aortic wall. The posterior strut is in very close proximity to the l4 vertebral body and appears to just contact the ventral aspect of this vertebral body. Impression: 1. Nonprominent ivc filter is in place. There is no evidence of fracture or significant migration of the ivc filter. 2. Note is made of ventral tilting of the ivc filter. 3. Additionally, the struts of the ivc filter do appear to protrude minimally, through the wall of the ivc filter, as detailed in the report.¿ (B)(6) 2019, per a report retrieval report (attempted); ¿impression: 1. Unsuccessful ivc filter retrieval. The filter hook was able to be grasped however the filter was unable to be retrieved utilizing conventional techniques.¿

Manufacturer narrative:
Device code(s): chest pain (1776), pain (1994), limited mobility of the implanted joint (2671), thrombosis (2100) = dvt, pulmonary embolism (1498) = pulmonary embolism. Appropriate term/code not available (3191) was selected for the alleged device perforation. Appropriate term/code not available (3191) was selected for the alleged device tilt. The following allegations have been investigated: pulmonary embolism (pe,) vena cava (vc)/organ perforation, embedment, deep vein thrombosis (dvt), unable to retrieve, tilt, blood pressure issues, chest/lower back pains, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported blood pressure issues, chest/lower back pains, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k): k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2017. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."